Event description:
The caller reported an issue with the insulin gauge displaying a different amount than expected, specifically a fill estimate of 15 instead of the expected 75 units. There was no adverse impact to the customer's blood glucose level. The customer was guided on how to remove air from the cartridge and chose to load a new cartridge while declining to disconnect and deliver a bolus for further testing. The situation was to be monitored with follow-up as necessary.